Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci sales professional that a patient underwent a coronary catheterization procedure on an unknown date. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon was stuck and wouldn't deflate. The physician pulled the balloon through the patient's artery and applied manual compression for 15 minutes. Hemostasis was achieved. The patient was ambulated and discharged from the hospital the same day with no clinical sequela noted.